Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) informed them that they got an oor message around 3 months ago. Pt attempted to change programming groups, but got the same message across all programming groups. Pt was unable to turn up the intensity and they ultimately shut off the device. Pt reported a loss of stimulation. Impedance check revealed possible open on contacts 5, 14, and 15. When checking connections, it was also noted that contact 15 failed. Pt also reported a couple of falls, but doesn't know if the oor occurred before or after the falls. The rep gave the pt a new programming that avoided all affected contacts. The issue remains ongoing at this time and the rep indicated they would send any further information as they become aware.